Event description:
Davinci mega suturecut device "failed to engage". Instrument was removed and reconnected with same message, but this time the instrument would not disengage. The instrument was able to be disengaged with the assistance of a surgical instrument, technical support had also been notified. FDA safety report ID #(B)(4).